Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. A DHR review is not required, since the reported event is unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device would not cool properly but did not have the device in a state to troubleshoot because they already drained and packaged it. They requested an assessment quote to determined what the issue was at the depot. Per follow up information received via email on 04apr2024, they confirmed no patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not cool properly but did not have the device in a state to troubleshoot because they already drained and packaged it. They requested an assessment quote to determined what the issue was at the depot.